Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited intermittent loss of capture and high pacing impedance due to clavicular crush. Chest x-ray was performed to confirm clavicular crush. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.